Event description:
It was reported that the patient expired and the cause of death was complications of parkinson's disease. Information as to whether or not the death was device related was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator serial # (B)(4) found no anomaly. Analysis of the extension serial # (B)(4) found that the conductor body was cut. Analysis of the extension serial # (B)(4) found the extension body's outer insulation was cut. Analysis of the lead lot # v050299 found that the proximal end of the conductor was broken due to overstress/damage. Analysis of the lead lot # v157361 found that the proximal end of the conductor was broken due to overstress/damage. No significant anomalies were found for the leads and extensions.

Manufacturer narrative:
Product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted:; product type extension product ID 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted:; product type extension product ID 7436 serial# (B)(4); product type programmer, patient product ID 3389s-40 lot# v050299 implanted: explanted:; product type lead product ID 3389s-40 lot# v157361 implanted: explanted:; product type lead product ID 3389s-40 lot# v050299 implanted: (B)(6) 2008 explanted:; product type lead product ID 3389s-40 lot# v157361 implanted: (B)(6) 2008 explanted:; product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No eval explain code.